Manufacturer narrative:
The flow 50 wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. Visual evaluation shows no wear on the electrodes. The cable and suction tubing have been cut. No manufacture discrepancies observed. The cable line has been severed; therefore, a functional evaluation could not be conducted. A device history review/batch record review for lot finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. The complaint could not be verified and the root cause cannot be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to facilitate the formation of plasma, inadequate suction, or the wand or foot control connector became disconnected from the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during knee procedure, the wand did not activate in ablate mode, error did not come up on the console. This malfunction occurred when the patient was under anesthesia. No backup was available; therefore, the surgeon stopped the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.